Event description:
New information received noted that the icm was able to be interrogated after the bluetooth dongle was replaced.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited intermittent bluetooth telemetry. No intervention was reported. The patient condition was unknown.